Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found no failure. Additionally we made a cutting test according to the guardus test plan. We detected no failure. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. According to the guardus test plan, 100% of the following checks are carried out: "cutting test with the entire cutting edge shape with carton 160 g/m^2. Transport card yellow 300596813. There must be no jamming between the slider and the main part, which is thicker than 0.08mm" additionally, the product doesn't reveal a defect. We assume a usage error as the causal factor. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported by the surgeon that the kerrison was dull and was ripping the tissue off the spinal cord.